Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/4/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4): last week their surgeon went to use a pack and the needle detached after the first suture was placed. They had to open another 3 packs before they were able finish the procedure. (B)(4): yesterday they had another surgical case, and this time they went through 6 packs before their surgeon refused to use any more of the vcp493¿s as the needle kept breaking away during use. They ended up using a pack of sutures from another brand to finish the case. Were there any adverse consequences associated with the patient? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: the following information was received: I do know know if any product is available for return at this stage, so I have made this one each as a starting point. I do not know if the customer wants a replacement or credit at this stage. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open box and a closed foil labeled as vcp493. A needle holder can be seen in the photo, the needles of sections 2, 3 and 5 are vcp493g, the other sutures (in sections 1 and 4) are different code. A clear analysis of the end point of failure or the needles hole could not be performed due to the position of the needles based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Yesterday they had another surgical case, and this time they went through 6 packs before their surgeon refused to use any more of the sutures as the needle kept breaking away during use. They ended up using a pack of sutures from another brand to finish the case. There were no patient consequences reported. Additional information was requested.